Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the stylet could not be advanced all the way down to the bottom of the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. No stylet was returned, there fore, condition of the stylet is unknown. Used a fresh stylet to perform the test and the stylet inserted fully into lead without issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.